Event description:
On (B)(6) 2010, the patient presented emergently with a ruptured infrarenal aortic aneurysm. The aneurysm size had been more than 9 cm. A gore excluder aaa endoprosthesis trunk-ipsilateral leg component was landed. The physician then chose to convert to an aui and fem-fem bypass. A second trunk-ipsilateral leg component was used to complete this procedure. The patient tolerated the procedure and went to ICU in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, the safety an effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in patients with ruptured aneurysms.